Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimps was missing in the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks and damage near the distal end. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted that the 'prograsp forceps instrument would not close(nothing fell into the patient, no patient harm).'